Event description:
Patient called to report being injected in the lips with an unknown juvéderm product. Patient experienced ¿bruising, swelling and granulomas in the lips.¿ biopsy was not provided. The patient stated the doctor had to cut their lips open to relieve the swelling. Patient was treated with ¿cortisone and hylenex® in the lips, but the issues still remain.¿

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.